Event description:
The customer reported that the system would not display an image whenever the c-arm is in a lateral position. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The x-ray tube was regreased. The power plug connections were reseated. The system was tested and found to be working as intended and put back into service.